Event description:
A journal article was reviewed which contained information regarding this lead. Through follow up with the author it was discovered that the lead showed oversensing. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Event description:
A journal article was reviewed which contained information regarding this lead. Through follow up with the author it was discovered that the lead showed oversensing. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: ¿detection and management of an implantable cardioverter defibrillator lead failure¿ journal of the american college of cardiology. Vol. 41, no.1. 2003; 73-80. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: initial reporter phone number and email address were added. (B)(4).